Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) hanger assembly was broken. The capacitor "c277" was damaged on the main printed circuit board (pcb). Upper case was broken. Encoder assembly was contaminated. One knob was contaminated. Lower case was broken. Display wire was pinched, wire insulation was exposed. Insulator label was damaged. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was sent in for test and calibration and to be repaired as needed. The epg was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.